Manufacturer narrative:
Product analysis #235743659: analysis confirmed the customer comment, per the log the keypad was out of specification in an electrical manner. It was additionally noted that the lower case was contaminated, the output connector was broken, the display wires were pinched with the wire insulation exposed, the encoder switch assembly, four knobs, four encoder nuts and two output connector nuts were contaminated, errors occurred and the main printed circuit board was deemed out of specification in an electrical manner, the main seal was pinched and the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Non-healthcare professional this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error on start-up. "Button press detected, release all buttons" it was noted that no buttons were being pressed at start-up. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.